Manufacturer narrative:
The insulin pump had no button response due to unlocked keypad flex connector on lcd board. The pump had scratched display window.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was 211 mg/dl. The customer stated that he accidentally dropped the pump. The customer stated that the act button no longer worked. The customer was not able to run self-test. The product was returned for analysis.